Manufacturer narrative:
The customer¿s report of set leaking at pumping segment was confirmed. Visual inspection of the set noted that the silicone segment had a 0.0476 inch tear near the lower fitment. Visual examination under magnification identified no crush marks to the upper blue fitment or lower fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking in the silicone segment of the tubing near the lower fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that in less than 24 hours, a leak occurred at the bottom of the silicone pumping segment while pump was infusing. There is no report of patient harm.